Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h4, h6, h10

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and did not verify the reported issue. However, the fse was able to verify several autofill error messages and that the safety disk would not pass the all manifold tests. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor issues. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.